Event description:
Clinical study. It was reported that post index procedure, the pt had a target vessel revascularization (tvr). The index procedure treated a de novo saphenous vein grafted portion in the distal right coronary artery (rca). The lesion was 7.5mm long, 3.5mm wide and had 98% stenosis. The physician predilated the lesion prior to placing a 3.5x16mm taxus express2 stent. Residual stenosis was 0%. The pt was discharged 3 days later on aspirin and plavix. Five hundred sixty days post enrollment, another MFR's stent was deployed in the distal rca due to in-stent restenosis. In the opinion of the physician, there is a probable relationship between the stent and the tvr.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.